Manufacturer narrative:
Ethnicity: unknown; requested but not provided. Date of event: date of event: unknown, requested but not provided. The best estimate date is between may 3, 2022 and may 10, 2022. Device evaluated by MFR: the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain missing information; however, no definitive response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the intraocular lens (iol) was explanted from the left eye due to the patient not being happy with the results; refractive surprise. There was no patient injury and no medical or surgical intervention required. The patient is stable post-operatively. No further information was provided.

Manufacturer narrative:
Additional information: new information received reporting that another intraocular lens (iol) was implanted as replacement (same model, different diopter of 21.0). The date of event was(B)(6) 2022 and the platinum cartridge was used with the lens. Fields below updated: section b3: date of event: (B)(6) 2022 section d9: device available for evaluation? Yes section d9: date returned to manufacturer: jul 8, 2022 section d11: concomitant medical product: platinum cartridge section h3: evaluated by manufacturer: yes device evaluation: visual inspection under magnification revealed that the complaint lens was received cut in half. The lens was cleaned and, no issues that could contribute to visual disturbances could be identified. Based on the return condition of the lens, no further product evaluation could be performed. Conclusion: as a result of the investigation there is no indication of a product quality deficiency, and the reported issue could not be verified. Corrected data: based on the additional information received that another johnson & johnson iol was implanted as a replacement (same model, different diopter of 21.0), there is a greater than 1 diopter difference between the implanted replacement lens and the original explanted lens, which indicates a calculation issue. There is no quality issue with johnson & johnson iol. Therefore, this event is assessed as not reportable. There will no longer be any further reporting under MFR report number 3012236936-2022-01486. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.